Event description:
The user facility reported that the tip of their 1000 triple bend streamline ultrasonic insert detached in the patient's mouth during a dental procedure and the patient swallowed the tip. The patient was sent to the emergency room to receive an x-ray.

Manufacturer narrative:
Hu-friedy has requested additional information from the user facility regarding the patient status; however, to date a response has not been received. The device subject of the event was returned for evaluation and it was confirmed that the tip of the insert was broken. The damage observed is indicative of the insert being misused or mishandled by user facility personnel. There have been no similar complaints associated with this lot. No additional issues have been reported.